Event description:
It was reported that the surgeon was performing a revisional bypass and the device locked on tissue. The account reported to the sales representative that the closing handle had broken off.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). Closing trigger the (B)(4) device was returned with the closing trigger broken. A white reload was received fully fired. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test could be performed due to the condition of the device.